Manufacturer narrative:
No samples were received for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality records shows no deviations related to the reported event.the complaint cannot be determined.

Event description:
Customer states the tube is only filling up to 4ml not up to 5ml.